Event description:
The following was reported: "spring inside vamp plus syringe was found detached when package was opened."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Plunger of vamp plus was completely detached from the piston. Both flextures were not bent. The tips of both flextures which attached to the piston were found not completely filled at the mold gates during molding process. Flextures seemed approximately 50% thinner at attachment points.